Event description:
A report was received that the patient had a non-healing sore over the ipg with a serosanguineous discharge. No infection was noted. It was believed that the sore was a wound from the previous pocket revision (MFR report #: 3006630150-2014-02121) that did not heal. Wound flushing was done but had no improvement. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16761802, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.